Event description:
It was reported that prior to start of da vinci-assisted sleeve gastrectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report a fault with the erbe unit. She had already power cycled the erbe, which resolved the fault temporarily. The technical support engineer (tse) reviewed the logs and found an m-02 fault, which indicates a module timeout issue. The tse informed natalie that power cycling the erbe is a known fix for the m-02 fault, but it might reoccur each morning when the system is powered on. Natalie mentioned experiencing similar issues earlier in the week, and a review of the logs confirmed another m-02 fault on that day. They replaced the monopolar cords, which did not resolve the issue, but the fault was eventually resolved through unknown means. Despite the issue, the customer was proceeding with the setup for the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem was confirmed using remote fe m-02 module timeout. Upon visual inspection top cover is in decent condition, front bezel decent condition. Unit was tested using system, and on startup unit displayed m-02-3, 2-71. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.